Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was modertely calcified, 80% stenotic lesion in a mildly tortuous circumflex (cx) and ostial 1st and 2nd obtuse marginal (om). The physician predilated the lesions with a 2.5 x 20mm maverick balloon at 6-8 atms. After predilation the physician attempted to reach the cx lesion with a taxus express2 2,75x28mm drug eluting stent. The physician continued to push, he suddenly felt the catheter move. However, under fluoroscopy the stent delivery system (sds) had not moved and when the sds was pulled back, the distal end of the catheter and the stent did not move. The proximal end of the sds was pulled out of the guide catheter and another bmw guidewire was inserted next to the fractured distal sds. The physician then performed a "pulling technique" to tangle the two bmw guidewires together. The two wires, fractured distal sds, stent and guide catheter were removed together as a unit without any complication. The procedure was successfully completed with 3.0x 28mm cypher stent in the cx. The cypher was then post dilated with a 3.0 x 9mm nc monorail balloon. A couple of hours post procedure, the patient complained of chest pain. The 2nd om was determined to be shut down and a taxus express2 2.5 x 8mm drug eluting stent was deployed. It is noted that the physician stated that "the 2nd om was not related to the fractured taxus catheter." Patient is reported as "good".